Event description:
It was reported, the patient was not able to adjust stimulation, as well as had no stimulation sensation. The patient did not feel the ¿normal feeling¿ (stimulation) that she had when the device was working. The programmer display showed ¿call your doctor¿ icon and a power on reset (por) condition. The patient had two programmers and used both to check her device the morning of the date of the report. Both of the programmers showed warning screen with por message, which was the first time the patient had seen the por screen. The patient did not feel anything since a revision surgery (B)(6) 2014 but didn¿t pay much attention if it was immediate after the revision that day, and then the patient started noticing she was not feeling anything and thought maybe her body had adjusted to the stimulation sensation so patient was going to increase stimulation.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v325860, implanted: 2009 (B)(6); product type lead. (B)(4).